Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top and bottom cases are in excellent condition. No visible contamination. Customer?s reported issue was not duplicated during power-up. The root cause of the reported issues was determined to be due to base not responding is an advisory alarm that occurs if the pump is powered off within five seconds of the pump being powered on. Actions taken to mitigate the reported issue: device will be converted to loaner. Repair action will be taken care during loner conversion process.

Event description:
It was reported that an out of box failure, base not responding event occurred. No patient injury reported.